Event description:
Rec'd notice of complaint concerning above product from baxter medical specialist. Spoke with healthcare professional regarding incident. States that just after treatment was initiated, pt started to complain of shortness of breath. The healthcare professional caring for the pt noted at this time that the color of the blood in the extracorporeal circuit was "cherry red". Blood flow at this time was 400ml/min. Healthcare professional reports that the access was working well, there was no evidence of kinking in the blood lines, the machine was reported to be in conductivity and all required pre treatment checks were done. Treatment was stopped 02 administered. System discarded, estimated blood loss 200cc. Pts symptoms subsided. Healthcare professional states that no labs were required and pt did not require any other intervention other than the oxygen. Treatment re-initiated using a new set-up (different catalog number) and completed without further difficulty. Sample not available and lot number is unk. Healthcare professional reports that all these bloodlines were returned to the hosp purchasing department. Medwatch form filed on basis of alleged hemolysis and blood loss.